Event description:
The operator inadvertently flipped a pt's CT image. Although the dicom header was correct, the physician did not notice that the image had been flipped and therefore mixed up the pt's right and left side. This resulted in an open surgery as opposed to a laproscopy. An investigation of the event showed that no failure of the medical device occurred and the incident was due to operator error. The pt images were evaluated as a part of the MFR's investigation and showed that the image labeling (dicom header) was correctly displayed and the system was within specs. This incident is being reported in the overabundance of caution as there was no failure of the medical device and it was due to operator error.